Event description:
It was reported that when the user attempted to switch to a new freestyle libre 3 plus sensor, they started the sensor in the abbott app, which prevented connection to the ilet app, and the agent provided education and walked them through starting a new sensor in the ilet app before transferring them to abbott support, consistent with an interoperability issue and an incorrect setup procedure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included user communication and interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem related to starting the sensor on a different application, aligned with an incorrect procedure, and no device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to use error and improper setup.

Manufacturer narrative:
Initial.